Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high/undefined impedance measurements. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted the lead was received stretched due to explant damage. Therefore, distance of conductor fracture could not be determined. If information is provided in the future, a supplemental report will be issued.